Event description:
It was reported that lines on display has random lines that appear across the screen. Customer reported that no errors messages or alarms observed. There were no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.